Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the colorectal procedure, the staples fell off after deploying and failed to close the tissue. The surgeon manually sutured the tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.